Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and a cause was not found. However, a supply bag disconnecting was reported and is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 occurred on a homechoice device. This occurred during dwell four of five in peritoneal dialysis therapy. A supply bag disconnected from the setup. The home patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.